Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 30-jan-2019 with the following findings: review of the black box revealed records of loss of prime; the force readings did not reach zero. On investigation, the pump powered on and rewind, load and prime steps were successfully completed. Force sensor calibration testing revealed the force sensor was detecting force correctly. Loss of prime did not occur during investigation. There was no damage, defect or contamination of the pump's interior components. Investigation did not duplicate the complaint.